Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking. Additionally, the pump touch screen was unresponsive. There was no reported impact to the customer's blood glucose (bg) level. The customer declined follow up from tandem technical support.